Event description:
It was reported that pump malfunction occurred without any notable events beforehand. Customer¿s blood glucose (bg) level was 438 mg/dl. Customer had not taken any action to lower blood glucose before contacting support, and technical support assisted customer with resetting pump using provided instructions; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction occurred again, and customer acknowledged and understood these instructions.